Manufacturer narrative:
FDA product codes: dsb plethysmograph, impedance dxn system, measurement, blood-pressure, non-invasive fll thermometer, electronic, clinical mud oximeter, tissue saturation qaq adjunctive predictive cardiovascular indicator qem cerebral oximeter qms adjunctive open loop fluid therapy recommender qnl medium-term adjunctive predictive cardiovascular indicator dqk computer, diagnostic, programmable the device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that prior to use, the hemosphere alta system with clearsight displayed a subsystem failure alert. The end user restarted the device and cleared the alert; however, subsequent measurements showed variations in blood pressure (bp) and pulse rate (pr). The issue could not be resolved even after replacing the pc2k module. Additional follow-up efforts have focused on determining patient involvement and whether any injury or harm occurred as a result of the reported event. At this time, no further information has been provided.

Manufacturer narrative:
The device history record review has been completed. No related non-conformances were found. No escalation required. The suspect device was evaluated by our product evaluation and team and the reported event could not be confirmed.. As the complaint could not be confirmed the purpose of the root cause analysis is to determine if the device related issue resulted from: incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors. Based on the voice of the customer there is not sufficient evidence to suggest that the device related issue resulted from any of the specified factors.